Manufacturer narrative:
Product event summary: the battery (bat904960) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to disabled charge and discharge field-effect transistors (fets), as well as multiple enabled flags. This is an abnormal arrangement of the battery control fets and safety flags, indicative of a fault of the main integrated circuit (ic) that controls the battery. An attempt to reset the main ic was able to reestablish the battery's functionality. All four (4) green gas gauge indicator light emitting diodes (leds) on the battery were on when the gas gauge button was pressed. As a result, the reported display error event could not be confirmed; however, it is possible that the inability of the battery to charge was perceived as the reported "fourth led would not illuminate." Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the observed inability of the battery to charge or provide power has been attributed to design issues. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because exhibited a display error. The fourth light emitting diode (led) would not illuminate even when fully charged. Manufacturer¿s analysis revealed electrical problem. No patient complications have been reported as a result of this event.